Manufacturer narrative:
The complaint device was received and evaluated by the service center. Reproduced the fault described. Replaced the left side door. Passed full testing. Passed electrical safety test. A review of the depuy synthes mitek complaints system revealed no other complaints of any type for this serialized device. No further corrective or preventative actions are required at this time, and no complaint trends were identified in relation to this serial number device and the reported failure. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
During use in a shoulder stabilisation, the fms vue console was not registering pressure. Pressure reading stayed around 20 and kept pumping fliud into the shoulder causing increased intra-operative swelling therby leading to increased operative time of 1 to 2 hours. The console was turned off and another fms vue was used to complete the procedure. Additional information from affiliate (B)(6) 2017. The pressure was set to 60mmhg as per surgeon¿s preference at the start of the procedure. The tube sets chamber was not filling up. It was confirmed that the tube sets were tightly connected to the pump. Normal post-operative management was done to relieve the patient's swelling. The patient did not require any further medical treatment. No information was provided on the patient¿s current condition.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
During use in a shoulder stabilization, the fms vue console was not registering pressure. Pressure reading stayed around 20 and kept pumping fluid into the shoulder causing increased intra-operative swelling thereby leading to increased operative time of 1 to 2 hours. The console was turned off and another fms vue was used to complete the procedure.